Manufacturer narrative:
Livanova (B)(4). Is currently in the process of requesting further information from the authors including the device serial number. Device not explanted.

Event description:
On 25th july 2017 the manufacturer received a scientific publication "transcatheter aortic valve replacement for perceval sutureless aortic valve failure" . This publication detailed the following related to an event with a perceval valve size 23mm: "a case of a (B)(6)-year-old woman who had postoperative prosthetic valve failure with unusual imaging findings within a month after surgical implantation of a sutureless valve. The patient had undergone minimally invasive implantation of a medium-sized perceval sutureless valve (sorin) 3 weeks prior for severe calcific aortic stenosis (mean gradient, 51 mm hg; peak velocity, 4.4 m/s; valve area, 0.8 cm; normal left ventricular systolic function). Her immediate postoperative course was characterized by recurrent hospitalization for heart failure exacerbation with new york heart association class iii symptoms. An intraoperative transesophageal echocardiogram (tee) following surgical aortic valve replacement had demonstrated a well-seated prosthesis with no paravalvular leak or structural valve deformation. Her past medical history was significant for diabetes mellitus, chronic kidney disease stage iii, heart failure with preserved ejection fraction, and paroxysmal atrial fibrillation. On physical examination there was a 2/6 systolic ejection murmur best heard at right second interspace. Tee demonstrated mild to moderate anterior paravalvular regurgitation (pvr) from (suspected) incomplete valve expansion within the left ventricular outflow tract. Resulting in high doppler transvalvular gradient" "proceeded with a valve-in-valve tavr with a 20 mm sapien 3 valve (edwards lifesciences) deployed transfemorally such that its proximal edge was well aligned with the commissural elements supporting the perceval valve prosthesis. Tee demonstrated complete resolution of aortic insufficiency following tavr, with resolution of transaortic gradient (peak and mean gradients of 13 mm hg and 10 mm hg before tavr to 1 mm hg and 2 mm hg after tavr, respectively on hemodynamic assessment, and restoration of circular valve conformation on fluoroscopy.

Manufacturer narrative:
Several attempts have been made by the manufacturer to contact the physician relating to the paper published. The manufacturer has been notified that no more information will be shared. As no serial number is known and the device was not explanted no investigation is possible at this time.